Manufacturer narrative:
Citation: [chiara fraccaro. Early and midterm outcome of propensity-matched intermediate-risk patients aged =80 years with aortic stenosis undergoing surgical or transcatheter aortic valve replacement (from the italian multicenter observant study). Am j cardiol. 2016 may 1;117(9):1494-501. Doi: 10.1016/j.amjcard.2016.02.020] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of patients treated by transcatheter aortic valve implantation (tavi) or surgical aortic valve replacement. All data were collected from multiple centers between 2010 and 2012. The study population included 830 patients (predominantly female; mean age 84 years), 624 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, tamponade, cardiogenic shock, major vascular complications, permanent pacemaker implant, valve migration, percutaneous coronary intervention, increased peak gradient, and severe regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.